Manufacturer narrative:
E1: reporting institution name: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an over-voltage protection (ovp) circuit failure alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The issue was observed during routine inspections on the emergency equipment. When the ventilator was turned on and placed into standby mode, it produced the ovp circuit failure alarm. The customer reported that the issue persisted after shutting the device down and restarting. The equipment department was notified for repair. In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the serial number of the v60 was asked but unknown (asku). The device diagnostic report (drpt) was not provided by the asp. The hospital equipment department had not repaired the device as of 20oct2025, with the part replacement pending. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort response from the authorized service provider (asp) received on 28oct2025, it was confirmed that the customer had replaced the power board. The part number for this part replacement was not provided. The asp confirmed that the device was returned to full functionality and was returned to use. The testing completed to confirm this was asked but unknown (asku). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.